Manufacturer narrative:
E1 reporting institution phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported that alarms in the settings could not be activated and appeared to be muted. A philips remote service engineer (rse) assisted the customer and determined that the customer had misunderstood the error message. The rse identified that six monitors on the imc station were operating on an older software version (rev. N) with an incorrect configuration. A field service engineer (fse) was currently onsite to address and correct the issue.